Event description:
Subsequent to the initial MDR, data was further investigated. The low glucose alert did not alarm on the initial alert due to the phone volume being set to silent / mute. Additionally, the subsequent low glucose alert at 12:27 am escalated and sounded at 50 percent volume, before sounding at 100 percent volume at 12:32 am. Additionally, the low glucose alert was acknowledged at 12:42 am. Additionally, the patient received their urgent low soon glucose alert at 1:17 am and acknowledged it at 1:18 am and the patient received their urgent low glucose alert at 1:37 am and acknowledged it at 1:53 am. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional.

Event description:
It was reported that an alert/notification settings had occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient reported that her cgm was not displaying any cgm readings and that she did not receive any alert or notification of this (captured in this complaint). The patient was wearing an omnipod insulin pump. During the time the patient was not receiving any cgm values, she lost consciousness. Emergency medical services (ems) was called and once they arrived, her bg meter reading was ¿below 40 mg/dl¿. Ems treated the patient with a glucagon injection and transported her to the emergency room (ER). At the ER, the patient was treated with IV dextrose. At some point at the ER, the patient¿s bg meter reading was 545 mg/dl. The patient was discharged 2 days later, on (B)(6) 2025. The patient was ¿fine and well¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is phone volume is set to silent / mute. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.